Manufacturer narrative:
E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a octaray mapping catheter and a clot issue occurred. After pvi, octaray mapping catheter was checked before sinus mapping and char that was similar-size with electrode was confirmed. The electrode was wiped with gauze wetted with saline solution and the procedure was continued after removal of the clot. Hearing from the physician. When octaray mapping catheter was removed from the body, char had adhered to the electrode area and it was wiped off. The material was too small to be called char, rather it was fine soot-like substance. (The gauze had already been discarded, and there was no way to confirm this). During the ablation, the physician did not feel any particularly strong interference, and the procedure was normal as usual. The act was kept above 300. The physician believes that there will be no health hazard to the patient as a result of this incident. Description of health problem was char. Progress was no health risks expected for the patient in this event. Visitag coloring settings was tag index. Causal relationship with the product was unknown. Additional information was received. Physician's judgment on health hazard was non-serious (moderate/minor). There were no abnormalities observed prior to use of the product and during use of the product. No additional laboratory tests performed. Discharged from the hospital as scheduled. The event was assessed as MDR reportable for a clot issue.

Manufacturer narrative:
Additional information was received on 12-jul-2023. Ngen generator was used. No other issue was reported. Additional information was received on 18-jul-2023. The material was located on the electrode. No error was reported. No issue was reported related to temperature and flow on the catheter. It was as usual. Act was maintained over 300. There are no pictures. The slo sheath was used. Therefore, processed d 10. Concomitant medical products and therapy dates field. The bwi product analysis lab received the device for evaluation on 27-jul-2023. The device evaluation was completed on 01-aug-2023. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a octaray mapping catheter. After pvi, octaray mapping catheter was checked before sinus mapping and char that was similar-size with electrode was confirmed. The electrode was wiped with gauze wetted with saline solution and the procedure was continued after removal of the clot. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and patency test of the returned device were performed following bwi procedures. Visual analysis revealed char / thrombus / clot residues in one electrode. A patency test was performed, and the results were found within specifications. The device was flushing correctly, and no obstructed holes were found. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. Since char / thrombus / clot was observed, the customer complaint was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).